Manufacturer narrative:
A customer contacted haemonetics on (B)(6) 2010 to report that the orthopat machine was setting off the line isolation filter in the operation rooms. No donor or operator injury or reaction was reported. Upon evaluation of the device the reported problem could not be verified however a fluid spill was discovered. The machine was decontaminated and the components which were damaged were replaced including the power supply. The machine is now ready for use. This report reflects a product issue identified during a retrospective review of service records. No patient or user harm or injury was reported or allegedly associated with the issue identified in the service record. Actions taken in response to this issue are recorded in haemonetics' CAPA record (B)(4).

Event description:
A customer contacted haemonetics on (B)(6) 2010 to report that the orthopat machine was setting off the line isolation filter in the operation rooms. No donor or operator injury or reaction was reported.